Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a trochanteric fixation nail (tfn) due to a fracture below the short nail. The surgeon removed the nail and replaced it with a long proximal femoral nailing system (tfna). Original surgery was done on (B)(6) 2018. The surgeon missed with the distal locking screw for the nail in the original surgery. There was no surgical delay. Patient outcome was stable. This complaint captures the post-operative fracture. The surgeon missing with the distal locking screw in the original procedure is being captured under related complaint (B)(4). This report is for an unknown screw. This is report 3 of 3 for (B)(4).